Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, the patient was pre-operatively diagnosed with l5-s1 recurrent lumbar disk herniation and lumbar segmental instability and underwent following procedures: left anterior retroperitoneal approach . L5-s1 anterior lumbar interbody fusion (interbody large peek implant 12 mm tall, 8 degrees lordosis). Anterior lumbar plate fixation (titanium 4-hole plate). Rhbmp-2/acs bone graft. Total l5 laminectomy for left l5-s1 discectomy for recurrent disk herniation. As per op-notes, ¿trials were used to determine implant size and ultimately I used an interbody implant, 12mm tall with 8 degrees lo rdosis. The central hollow core was filled with reconstituted rhbmp-2/acs . The implant was recessed by several millimeters. Additional sponges were placed lateral to the implant along the right side. A plate was then used to stabilize the construct. I used a 4-hole plate. Screws were 6.5 x 30 mm in length.¿ patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.